Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer stated that he was not getting power from the left iui. The customer stated that he changed the iui but was getting the same problem. I asked the customer was he sure it was the 8015 and not the 8100. The customer assured me that it was the 8015. I explain to the customer that he may need to change out the iui board. The customer said ok I will try that and if that doesn't fix the problem he would call back.